Event description:
Based on information obtained, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket site was revised. No products were explanted or implanted. Effective therapy was restored post-operatively. Pain at the pocket site has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall approximately six months ago which resulted in pain at the ipg site. Subsequently, surgical intervention may occur.